Event description:
The user reported that the wireless ECG module was being drawn towards the MRI magnet. There was no reported pt or user impact.

Manufacturer narrative:
(B)(4). There is insufficient info at this time to determine if a health risk exists. Therefore, we are reporting this event. The device MFR is investigating this event and will file a supplemental report when the investigation is complete.